Manufacturer narrative:
No product malfunction is indicated/alleged. Dialyzer clotting can occur at any point during therapy when blood is outside the body, based on multiple factors (anticoagulation, access flow, blood flow rate, etc). The cycler alarmed to alert the user of high venous pressure indicative of possible clotting. The user guide provides adequate information for operator actions to evaluate clotting during hemodialysis.

Event description:
A few minutes prior to the end of an hemodialysis treatment, the user noted that the cycler alarmed for high venous pressure. A blood rinseback was attempted, but the dialyzer was found to be clotted thus preventing this rinseback. An estimated 190 cc blood loss occurred as the cartridge was discarded. Twelve days post event, the user received four units of packed red blood cells. This treatment was also given for positive fecal occult blood associated with diverticulosis.